Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm verified damage to rear case, at system power-up iabp was leaking air from pressure hose and iabp failed to maintain 200psi in internal gas reservoir due to a damaged 300si check valve. To address the issues the stm replaced the damaged console cover, reservoir pressure tube and 300psi check valve. The stm verified that the iabp calibrated and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was dropped and damaged. It is unknown under which circumstances the event occurred; however there was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was dropped and damaged. It is unknown under which circumstances the event occurred; however there was no patient involvement, thus no adverse event was reported.